Manufacturer narrative:
Age, sex, weight, ethnicity: unknown/ not provided. Date of event: unknown/not provided. Lot#: unknown as customer could not identify what lot number was used. Expiration date: unknown as customer could not identify what lot number was used. UDI #: a complete UDI # is unknown as customer could not identify what lot number was used. Device manufacture date: unknown as customer could not identify what lot number was used. Customer had reported that they could not identify which patient interface was used during the event and that they had 7 different lot numbers. The possible lot numbers are 60271092, 60278656, 60290826, 60290827, 60298836, 60227324, 60251459. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer had reported there was suction loss while laser firing. There was no patient injury or surgical intervention reported. The procedure was completed successfully. Customer had reported that they could not identify which patient interface was used during the event.